Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that the image was not displayed due to the failure of the printed circuit basal plates (dr and ap). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. As the result of confirming the monthly analysis report, there was no increase in trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the video cable could not be connected securely due to damage to the connector. It was also noted that the portable memory port was deteriorated. The receptacle unit was also damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center had a printed circuit board failure which resulted in no image being available. There were no reports of patient harm associated with the event.